Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. Upon evaluation, the cable connecting ECG electrodes c and d with the distribution node (dn) was pulled from the strain relief and the j704 connector was detached from the dn pca. The cause of the non-functional ECG electrodes is the damaged connector. The cause of the damaged connector is the pulled cable. The root cause of the pulled cable is excessive force placed on the ECG cable. No adverse event resulted from the damaged connector.

Event description:
A us distributor returned an electrode belt indicating that the ECG electrodes were non-functional.